Event description:
This complaint involves two (2) devilbiss 5252ds oxygen concentrators that were delivered to an individual (1) patient's home. Devilbiss was informed by the home oxygen provider that both devices (device-1 and device-2) were both removed from the patient's home following the event. The patient claimed that the devices, "for whatever reason caught fire on [their] own." The provider stated, "I know that the odds are very low that this could be the case," but returned both devices to devilbiss for investigation. The evidence from the investigation indicates device-2 was turned on and operating at the time of the fire, and device-1 was in close proximity, but turned off/not operating at the time of the event. The investigation of device-2 demonstrated: (1) the device only showed evidence of thermal damage on the external cabinet, near where the end of the cannula tubing attached; (2) there was soot on the exterior of the device, in the intake filter and in the intake tubing between the intake filter and compressor, indicating that the unit was in operation at the time of the fire; (3) all internal components were free from damage, there were no indicators of electrical fault, and all subsystems were operational and functioning properly; and (4) the metal component intended to prevent the propagation of an external fire into the cabinetry of the device was missing, but appears to have worked as intended, preventing internal damage. These observations indicate the fire started external to the device. Given the evidence of only external damage to the device at the area where the cannula attaches, the conclusion is the root cause of the fire was an external source. There is no evidence of defect or malfunction of the device itself. The likely source of ignition was the patient smoking while using oxygen or allowing the distal end (patient end) of the cannula to come close to another ignition source (i.e., open flame). The evaluation of device-1 demonstrated: (1) the device was only burned on the exterior cabinet at the power switch and flow meter adjustment knob area; (2) the power switch was in the off position and the inlet air filter was clean and did not contain any soot, suggesting the device was not in operation during the event; (3) all internal components were free from damage, there were no indicators of electrical fault, and when the device was connected to a functioning power switch, it turned on and functioned properly; and (4) a soft foreign material, likely oxygen tubing, was melted to the exterior of the device in the area of the thermal damage. These observations indicate that the fire started external to the device. Given the reported close proximity of device-1 to device-2, the most likely explanation for the soft foreign material found in the area of damage to device-1 is that it was the same cannula tubing that was the most likely source of the onset of the fire that damaged device-2. The most probable root cause is the two units were in close proximity to each other and were both damaged by the same fire that started with the patient smoking while using device-2. Devilbiss does not believe this event demonstrates any defect in or malfunction of the device, since the failsafe firebreak performed as intended to prevent further propagation of the fire into the device. On- product warnings are placed on the device during manufacture, and ifus to be included in the packaging of the device. The photographs of the devices at issue after they were involved in the event demonstrate that the on-product warning was still present on both device-1 and device-2.

Manufacturer narrative:
Root cause analysis summary noted that based on the external thermal damage profile and location, as well as no physical or software evidence to indicate the occurrence of an electrical fault, it can be concluded that the thermal event/fire originated from an external source. The limited damage to the interior of the device was caused when the thermal source. The limited damage to the interior of the device was caused when the thermal source penetrated the housing of the on/off switch. There was no other damage to the interior of the device or damage typically seen to components in the oxygen path when exposed to a thermal event involving oxygen. Based on the observation that the switch was melted in the "off" position, and that there was no signs of soot or smoke in the air intake filter or interior of the device, it is very unlikely that the device was operating at the time of the thermal event.

Event description:
Devilbiss healthcare is the manufacturer of the device which is a portable oxygen concentrator. The device was returned to us for evaluation. We are submitting this report in an overabundance of caution. The device caught fire. The device was not in use.. There was no patient consequence.

Manufacturer narrative:
Root cause analysis summary noted that based on the external thermal damage profile and location, as well as no physical or software evidence to indicate the occurrence of an electrical fault, it can be concluded that the thermal event/fire originated from an external source. The limited damage to the interior of the device was caused when the thermal source. The limited damage to the interior of the device was caused when the thermal source penetrated the housing of the on/off switch. There was no other damage to the interior of the device or damage typically seen to components in the oxygen path when exposed to a thermal event involving oxygen. Based on the observation that the switch was melted in the "off" position, and that there was no signs of soot or smoke in the air intake filter or interior of the device, it is very unlikely that the device was operating at the time of the thermal event.